Event description:
It was reported, the patient had not ¿felt good for several days.¿ it was noted, the patient was in a lot of pain the day of report. The patient¿s bolus lockout intervals were 4x/day, 1x/240m and 4x/24hr. The pump was used to deliver dilaudid additional information reported the patient was currently in the hospital for issues related to their pain. It was stated they thought the cancer may be growing back. It was noted, the patient¿s lockout were increased to 8x/day, 1x/180min, and 8 x/24 hr. Patient outcome was not provided. Additional information was requested, but was not available for the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(6).